Manufacturer narrative:
A4. Weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
66 years old male with history of hypertension, coronary artery disease, and previous myocardial infarction, who was in the hospital for a knee replacement, developed shortness of breath and ECG revealed st-elevation myocardial infarction. Decision was made to place impella cp and perform percutaneous coronary intervention (pci). During the procedure, the patient developed pulmonary edema and required intubation. Procedure was successful and patient transferred to the intensive care unit. After 2 days, patient was successfully weaned of vasopressors and impella. The pump was removed in the operating room through surgical cut down and the vessel was surgically repaired. No evidence of device malfunction was gathered and the pulmonary edema was most probably caused by the underlying disease.

Manufacturer narrative:
The investigation for the pulmonary embolism has been completed. The cause of the injury was not determined due to insufficient clinical details.